Event description:
It was reported via repair work order that the cot was difficult to raise due to damaged base legs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.